Event description:
It was reported the patient (B)(6) experienced pain/discomfort at the ipg site. The ipg was located in the patient's buttocks and caused pain when the patient sat. Surgical intervention was undertaken on (B)(6) 2014 and the ipg was relocated to the patient's abdomen.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.